Manufacturer narrative:
(B)(4). Additional information received noted that low out of range pacing impedances were detected via remote monitoring system as well as noise during a recent follow up. This right ventricular lead was removed using a a laser, and no boston scientific representative was present, thus the lead was discarded and will not be returned. The physician noted that an x-ray was performed prior to the revision and there was evidence of a clavicular crush, but no confirmed fracture.

Event description:
--

Manufacturer narrative:
Information was received that the lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on an electrogram (egm). The physician reported a fracture due to clavicular crush was confirmed through x-ray. Surgical intervention was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.